Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Review of complaint activities/attachments revealed the following information relevant to the complaint event: medical record was provided and reviewed by ew clinician. It was captured in complaint event description. Additional relevant information is listed below: 62-year-old female, pmhx, bicuspid av, severe as, moderate to severe ar, afib rvr s/p direct current cardioversion (ddcv), htn, hypothyroidism, obesity, former smoker 50 years, osa on CPAP, arthritis, barrett esophagus, gerd, gout, hld, cholecystectomy, foot surgery, should surgery, abnormal uterine bleeding, chronic pain, tkjr, iron deficiency, peripheral edema, vitamin d deficiency, acute hypoxemic respiratory failure, aki, chb, acute blood loss anemia. Taking into account the patient's extensive medical history which includes hld, gout, hypothyroidism, cholecystectomy, and the fact they had smoked a pack of cigarettes a day for 50 years, it is easy to see the likely patient factors that were the cause of the early deterioration of the 23mm s3u valve leaflets which resulted in the valve being explanted after just over 2 years and 4 months. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system s3/ s3u/ s3ur IFU was reviewed. Potential adverse events include 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'paravalvular or transvalvular leak', 'valve regurgitation', 'device degeneration', and 'device explants'. No IFU/training deficiencies were identified. The complaint for svd - degeneration/deterioration is confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, '2 years, 4 months, and 12 days post-implant ['], the 23 mm sapien 3 ultra valve was explanted due to degeneration. ['] the valve was explanted due to severe bioprosthetic aortic valve stenosis and moderate to severe aortic insufficiency that was due to early leaflet deterioration'. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had hyperlipidemia and hypothyroidism per medical report. Hyperlipidemia and hypothyroidism are known factors that may increase the risk of valve calcification leading to early valve degeneration (stenosis, increased gradients). As such, available information suggests that patient factors (hyperlipidemia, hypothyroidism) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a medical record review. The following section of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. B7: bicuspid av, severe as, moderate to severe ar, afib rvr s/p direct current cardioversion (ddcv), htn, hypothyroidism, obesity, former smoker 50 years, osa on CPAP, arthritis, barrett esophagus, gerd, gout, hld, cholecystectomy, foot surgery, should surgery, abnormal uterine bleeding, chronic pain, tkjr, iron deficiency, peripheral edema, vitamin d deficiency, acute hypoxemic respiratory failure, aki, chb, acute blood loss anemia. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 2 years, 4 months, and 12 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted due to degeneration. After reviewing the medical records provided, the valve was explanted due to severe bioprosthetic aortic valve stenosis and moderate to severe aortic insufficiency that was due to early leaflet deterioration of the sapien 3 ultra valve. During valve excision it was noted that patient native bicuspid aortic valve had degenerative changes, mild chronic inflammation, and calcification. However, the pathology report on the s3u valve was for gross examination only, and there was no mention of any calcification on the tavr valve leaflets.

Event description:
As reported by the field clinical specialist (fcs), 2 years, 4 months, and 12 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted. No additional information has been provided at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned